Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 28-oct-2021. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the specific root cause of the forceps cover glue peeling likely could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur. To prevent a water leak, do not apply excessive force when cleaning the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the device for the issue of failed leak test during reprocessing. The device distal tip had a leak. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the forceps cover glue was peeling. This medwatch is being submitted for the reportable issue of the forceps cover glue peeling observed during evaluation.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the forceps cover glue was peeling. In addition, the distal end rubber glue was chipped and leaking. The elevator channel inlet was loose and leaking as well. The user¿s complaint of leak from distal end was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.